Event description:
It was reported that customer experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, successfully performed reset with assistance, did not experience repeat cgm error, and then successfully started new sensor session.